Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by malaise and cloudy effluent. The breach in aseptic technique was further described as disconnection performed by the patient who was not trained. On the same day as symptom onset, the patient was treated with cephalotin and amikacin (intraperitoneal, for four days, dose and frequency were not reported) for peritonitis. Four days after symptom onset, the patient was hospitalized. At the time of this report, the patient's condition was reported to be stable and the pd catheter was removed one day after hospitalization. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information was added to b5. B5: upon follow-up, it was reported that during hospitalization, the patient received amikacin and ciprofloxacin (intravenous, dose and frequency were not reported) for refractory peritonitis. Seven days after hospital admission, the patient was discharged from the hospital to continue with treatment at home. Twenty days after the event onset, the patient completed the intravenous treatment at home and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.